Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle pierced through the catheter during use. The following information was provided by the initial reporter: "IV catheter was removed and new one used." Via bd investigation: "through the inspection, the unit displayed a catheter with a spear through near the tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used 22gx1.00in insyte autoguard from lot number 2087242. Through the inspection, the unit displayed a catheter with a spear through near the tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip. The needle can pierce the catheter during use or manufacturing of the device. As the returned unit has been removed from the package and handled, it is possible that the defect originated in the user environment either during tip adhesion break or during the venipuncture attempt in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.